Event description:
Olympus reviewed the following literature titled "management of duodenal-jejunal polyps in children with peutz-jeghers syndrome with single-balloon enteroscopy" by barbara bizzarri, yosvaldo borrelli, nicola de¿angelis et al. This single-center prospective study was aimed to assess the efficacy and the safety of single-balloon enteroscopy (sbe) for small bowel polyps (>15 mm) in children affected with peutz-jeghers syndrome (pjs). A total of 10 10 children with pjs were included and evaluated for feasibility, technical performance, and safety. The study revealed that a total of 16 procedures had an anterograde approach, while seven had a retrograde approach, and the sbe was successful in all children without any technical problems. The study claimed that no adverse effects were reported except mild abdominal pain was reported after three procedures, and postpolypectomy perforation occurred in one patient (4.3%), requiring an emergency laparoscopy with surgical closure of the tear. The patient was discharged one week after surgery. The study concluded sbe is an effective and endoscopic tool for treating small bowel polyps in children with pjs. Furthermore, large multicenter studies are warranted to accurately determine the safety of therapeutic sbe in children. The authors reported using two different olympus devices and the following adverse events: in 1 patient (no. 5) a postpolypectomy perforation occurred (4.3%), requiring an emergency laparoscopy with surgical closure of the tear. The patient was discharged 1 week after surgery, and no other complications were observed during or after the admission. This article includes 2 reports: patient identifier (B)(6): sif-q180; patient identifier (B)(6): st-sb1. This is report 1 of 2 for patient identifier (B)(6): sif-q180.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and additional information from the author. New information added to event. Device history records review was not performed since the serial number was not provided. Olympus ships product manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified.

Event description:
Additional information received from the author: the serial number is not available. The perforation was secondary to a particular implant base of the polyp and the small size of the child. Physician ruled out a technical problem with the olympus instrumentation.